Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The definitive root cause could not be determined based upon available info. It is unk if the pt/procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient and procedural details (e.g. Date of the event, relevant test data, relevant history, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information and the date of event, which were updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during withdrawal of the pta balloon catheter from the treatment site, the catheter got stuck on the guide wire and then was unable to be retracted though the sheath. Both the sheath and the catheter were cut until the proximal end of the balloon was inside the sheath, then the distal end of the balloon was intentionally punctured to ensure that it was completely deflated. The catheter and sheath were then removed as a single unit without further incident. There was no pt injury reported.